Event description:
It was reported that surgeon was putting in primary psl cup in patient and the inserts would not seat. Surgeon took out the cup and inserts and the inserts fit fine in cup out of patient. Tried two different trial inserts and did not fit. Surgeon ended up using a tritanium cup with other inserts.

Manufacturer narrative:
The reported event was not confirmed as the devices were returned damaged. It is likely the surgeon did not fully impact the liners into the shell to achieve full seating in accordance with the guidance provided by the surgical protocol. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon was putting in primary psl cup in patient and the inserts would not seat. Surgeon took out the cup and inserts and the inserts fit fine in cup out of patient. Tried two different trial inserts and did not fit. Surgeon ended up using a tritanium cup with other inserts.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.